Event description:
The patient contacted animas alleging that her blood glucose reading was "hi". According to the owner's manual, a result of "hi" indicates a possible glucose level exceeding "500 mg/dl."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. The animas cde noted that the patient was not bolusing with meals and was not delivering boluses for correction appropriately. The patient denied having symptoms of chest pain, shortness of breath, nausea, vomiting, and abdominal pain. The patient also denied checking for ketones. Bolus history of the pump showed multiple zero boluses. While navigating through the bolus screens, the patient delivered 0.0, 0.1 and 0.5 units due to pressing buttons while trying to walk her through the pump screens. The patient claimed that her last blood glucose check was 117 mg/dl but she was unable to report the time the result was obtained. The animas cde instructed the patient to check bolus history after each intended bolus to verify delivery.